Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The low battery alarm, off no power alarm, bad battery alarm and failed battery test alarm could not be verified due to the blank display. The displacement, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 600 mg/dl. The insulin pump will need to be replaced since the battery alarm failed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.